Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implants are affected by the recall, lump, pain, implants are ruptured, silicone in the lymphatic system in armpit, and received the wrong implants

Event description:
Patient reported ¿implants are affected by the recall¿, ¿noticed that something is not right with breasts¿, ¿lump¿, ¿pain¿,¿implants are ruptured¿, ¿silicone in the lymphatic system in armpit¿, and ¿received the wrong implants." Patient additionally reported "back pain"; this event is not device related. Device remains implanted. This relates to the right side